Event description:
The device was returned for repair. During the repair process, a broken bur was found inside the device. There was no pt involvement and no allegation of adverse consequences associated with this device.

Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the device eval, a broken bur was confirmed within the drill attachment. The cause of the bur breakage is unk.